Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a procedure conducted at the user facility a pin broke from a universal bone repositioning device. It was reported that the partial threads were removed from the patient. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event that the tip of the repositioning instrument broke off during bone repositioning could be confirmed. The visual inspection revealed that the tip of the repositioning instrument was broken off at the thread. The broken off thread fragment was not returned. Furthermore it was determined that the location of the thread breakage points to the fact that the repositioning pin was not fully inserted up to the shoulder ring before repositioning the loose fragments. The microscopic investigation of the breakage surface shows the appearance of a forced rupture caused by too high alternative bending forces during application. At the side of the breakage area numerous secondary cracks are visible also an indication of too high alternative bending forces during application. In addition the whole surface of the shoulder ring shows no significant marks of friction indicating a contact of the ring with the bone. This means that the repositioning pin was not fully inserted until the shoulder ring fits closely to the bone in order to prevent high bending forces which could led to the breakage. According to the determined observations the IFU clearly indicates that ¿the repositioning pin must be carefully inserted up to the shoulder ring before repositioning the loose fragments¿ and ¿the instrument is not to be used as a lever. (¿) in case of misuse, the instrument could break¿. Based on investigation, the root cause of the broken off tip of the repositioning instrument was attributed to an inappropriate user related handling issue. According to this, the repositioning pin was not fully inserted up to the shoulder ring and / or the repositioned fragments were not loose (incomplete corticotomy). Thus, too high alternative bending forces have occurred during application which led to the breakage of the repositioning pin. Indications for any material, design or manufacturing related issues could not be found within the investigation therefore no further preventive and/or corrective actions are deemed necessary at this time. The returned device was manufactured after the measurements of CAPA # 358 were implemented. However, related to the determined results within the investigation the event did not involve a product problem indicating a non-conformity or unanticipated hazard, therefore no further action is required at this time. Product surveillance will continue to monitor complaints of this type for further adverse trends.

Event description:
It was reported that during a procedure conducted at the user facility a pin broke from a universal bone repositioning device. It was reported that the partial threads were removed from the patient. No delay, no medical intervention and no adverse consequences were reported with this event.